Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was in specification in relation to the reported symptom,failed the gravimetric high flow test (800 mls), which was not reproduced or confirmed during evaluation. The unit was tested and was found to deliver within specification using the following parameters : (B)(6). This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-00726 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump has been unable to successfully complete the incoming testing. The device specifically has failed the gravimetric high flow test (800 mls) portion during preventive maintenance testing. It was also reported there was no patient involvement.